Event description:
The customer stated that she was hospitalized with a blood glucose reading of 535 mg/dl. Troubleshooting was performed, and the settings in the insulin pump were checked. The high pressure test passed. After the event, the customer's doctor advised her to change her reservoir and infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.